Event description:
It was reported that the ventilator generated a technical error indicating a failure of the control printed circuit board during start-up. There was no pt involved. Importer ref # (B)(4).

Manufacturer narrative:
Device eval anticipated, but not yet begun. (B)(4).